Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30546159m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient of unknown gender underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade which required medical intervention. It was reported that after the transseptal phase, and at the beginning of the mapping phase, cardiac tamponade was noted. The procedure was not successfully completed. Intervention provided were ¿electro conversation,¿ ultrasound (uls) observation, and drug management. The patient required an extra overnight stay at the hospital due to the adverse event for further observation. The patient was reported to have fully recovered. The physician¿s opinion on the cause of this adverse event was that it was patient condition related (very small fossa ovalis) + broad and stiff vizigo. Force visualization features used were: graph, dashboard, vector & visitag. The visitag module was used. Transseptal puncture was performed with ls1 needle. There was no evidence of a steam pop. No error messages were observed on the biosense webster equipment during the procedure. There was no ablation performed.